Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit reported an error during preparation for use: inflation failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) replaced 2500 maintenance kit (0040-00-0146), which solved the problem. Perform maintenance on the equipment and the equipment has passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and is ready for clinical use. The replaced parts have been discarded and cannot be returned.

Event description:
N/a.